Manufacturer narrative:
On 4/24/19, it was reported to mentor that the replacement devices were gel mentor memorygel breast implant 400cc. On 4/26/19, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered an area of missing material measuring approximately 1 cm x 1 cm located on the anterior aspect. Also was noticed several creases on both aspects of the product. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. A manufacturing record evaluation (mre) of lot number 265842 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 400cc on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the device catalog number was saline mentor smooth round moderate profile 425cc, 3501670 as per device with lot number 265842 received. The procedure was breast augmentation revision. The patient noticed deflation. The patient was not hospitalized. Manufacturer¿s reference number: (B)(4).